Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo set leaked ¿at the middle port after the lock, just below the roller clamp.¿ this occurred during infusion of an unknown drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection revealed that the gland was recessed into the female luer/y-site housing. Functional leak testing was then performed, and revealed a leak from the gland center slit. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.